Manufacturer narrative:
H6: investigation summary. A device history record review was completed for provided material number 300296 and lot number 2212172. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained for evaluation from our manufacturing facility. The retained samples were examined; however, no signs of tip breakage were identified. At this time, an exact cause could not be determined for the reported incident. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any damaged parts identified. Based on these preventive measures, it is possible that the syringe tip was damaged due to a blockage in the barrel feeding process. This damage went undetected and then produced the break during the use of the product.

Event description:
It was reported while using bd discardit¿ ii syringes the tip of the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: description of the non-conformity: the tip of the syringe is very fragile and regularly breaks either in the needle or in the injection tap of the infusion tubing. Date of occurrence, frequency: (B)(6) 2023. The device concerned is not kept: it has been destroyed. Precautionary measure : 0 no batch withdrawal to date.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii syringes the tip of the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: description of the non-conformity: the tip of the syringe is very fragile and regularly breaks either in the needle or in the injection tap of the infusion tubing. Date of occurrence, frequency: (B)(6) 2023 the device concerned is not kept: it has been destroyed precautionary measure: 0 no batch withdrawal to date.